Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported, a patient was hospitalized in 2006 for diabetic ketoacidosis. The reporter stated her blood glucose upon admit was in the 400's. The reporter states, he has never received any alarms or alerts, no system faults. The device will be returned for evaluation; to ensure that is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.